Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer stated the customer weighs (B)(6) and they returned the unit stating one of the legs was bent.